Event description:
Customer reported unexpected negative results when testing a sample with a known anti-k on the echo. The sample was re-tested on the echo and resulted negative.

Manufacturer narrative:
Event occurred during instrument validation using known k positive sample. Review of instrument results: screening assay strip 1 well 1=2, (heterozygous for k) review of the image appears negative, strip 1 well 2=0 (negative for k), strip 1 well 3=0 (negative for k), strip 1 well 4=100 (qc). Antibody ID assay: strip 1 well 1=2, (heterozygous for k) review of the image appears very weak adherence, button fuzzy with light pink halo in the background. Strip 1 well 2=0 (negative for k), strip 1 well 3=0 (negative for k), strip 1 well 4=100 (qc). A service call was made. The issue was resolved by completing the unexpected reaction check list. The instrument was tested and found to be operating within specifications.